Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call a high blood glucose of 477 mg/dl. Customer's father stated that the insulin pump reading was 312 mg/dl and the meter was showing 477 mg/dl. Customer's father also reported that the infusion set was changed and the auto mode feature was not active at the time of the high blood glucose event. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.